Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient has experienced a loss of therapy. The patient having return of symptoms and was getting poor communication on programmer but did not have programmer with her. The patient has had implant since 2011. The patient wet herself on the day of the call when shopping. The patient call 3 days later indicated that she would like to try patient programmer (pp) over the phone. The patient stated her symptoms have changed and gotten worse recently. Patient service walked through attempting connection with pp. The patient reported poor communication after a couple attempts. It was reviewed implant battery may be depleted and to follow up with health care provider (hcp). The patient stated her appointment on (B)(6) 2016. The patient stated that her monitor was not working and would not link up with her device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.